Event description:
It was reported that a clearlink system y-type blood/solution set leaked from the y-site port (clearlink) closest to the patient. This was observed when the patient was receiving blood. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. H11: the actual device was not available; however, a photograph of the sample label only was provided for evaluation. There was no photograph of the device with the reported condition; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.